Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the right coronary artery. A 6mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, when advancing the device into the guide, the balloon made it halfway through the guide but not into the body and the shaft near the hub broke. The device was pulled out safely and the procedure was completed with a different device. There were no patient complications reported.